Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable pre and post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. The battery performance alert (bpa) was not verified through the device image and session records. Device was tested on bench and no anomaly was detected.